Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the left eye, the patient presented with an unusual amount of post-op cell described as mild cell, but larger than normal on day 1. The patient's best correct visual acuity (bcva) decreased from 20/25 pre-op to 20/60 at 1-week post-op, remaining the same 1-month post-op. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Approximately 11 weeks after implantation, a vitrectomy was performed for vitreous opacities that had developed post-op. In the surgeon's opinion, the most likely cause of the event is that the lens caused mild tass. Patient outcome is good. The following medications were prescribed for use at home post-operatively: pred/moxi/brom gtt qid 1 week/tid 1 week/bid 1 week.